Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps for low oxygen flow and check leak during testing. The evaluation found that the transition tube from the blower was not connected to the flow sensor, transition tube was connected to the flow sensor to address the issue. The device's inlet air path, air path foam, and flow path were replaced to address the issue. The device passed all testing.